Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned closure tops were evaluated. The threads were found to have sheared off in a manner consistent with cross-threading. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.this is report one of seven for this event. Reference reports 3004485144-2016-00369, 3004485144-2016-00374, 3004485144-2016-00375, and 3004485144-2016-00378 thru 3004485144-2016-00381.

Event description:
It was reported that while threading a closure top into a reduction sleeve during a procedure, the closure top cross-threaded at the transition between the sleeve and the pedicle screw tulip. It was removed and replaced, and the procedure was completed without patient injury.